Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's implant had always moved around but within the past two to three weeks, they'd noticed that the ins seemed to be floating and moving all over their butt and they were feeling a consistent "something" against their spinal cord at the tip of their tailbone. The patient stated if they were sitting on a chair and they leaned forward, they would feel the stimulation sensation they would usually feel when they increased their stimulation but now it was against their rectal wall. The patient stated that now, every time they passed gas, they would have poop in it. The patient stated they had gotten the therapy so they could empty their bladder and that it had been helping them empty their bladder previously but now they kept pooping their pants. Patient services (ps) asked the patient if they'd had a fall or trauma that led to this issue and the patient stated no and stated the reason, they called was to find more information out about what could be happening. Ps reviewed information with the patient and redirected them to follow up with their managing health care provider (hcp) to further address the issue and check the implanted system. The patient then stated that they'd had a laminectomy, so they had a cage down "at the bottom" at the l4,5 and s1, and thought maybe that was "doing something." Again, ps redirected the patient to discuss their concerns with their hcp. The patient stated they thought that the movement was cause of the whole problem so they were going to reach out to their hcp and turn the therapy off in the meantime to see if they could get any relief and they stated that turning the therapy off might just answer the question as to what the problem was. The patient had also inquired about a letter they received about being a patient ambassador wanted to know what a patient ambassador did. Ps reviewed information with the patient and redirected them to respond to the email address that was provided in their letter with their questions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.